Event description:
Add'l info rec'd from rptr (B)(6) 2011: on (B)(6) 2010, I fell in my home and broke my right hip. I was taken to (B)(6) hosp. The same day, a doctor approached me and after some discussion, said he would operate on my hip on the next day, (B)(6). He also said he would use a lithium steel ball. The following day, the operation was performed, I was told I would be sent to a nursing home. The doctor who performed the operation never checked my condition after the operation but had his associate come to tell me that I would be going to a nursing home soon. After 5 days in the hosp, I was sent to (B)(6) nursing home for almost 3 weeks. I do not remember when my pain started but throughout my stay at the nursing home I felt pain extending across my groin section from my hip to the left also a large flat lump would rise near my left hip, pulsation and gurgling in the area. I thought this was normal but would go away. A few days before my discharge from the nursing home, I was taken to dr. (B)(6) office. After an x-ray and discussion, I asked him why am I having the pain and gurgling across my groin section his answer was" I don't know why." I thought that was a funny answer. Before leaving the office he said he would see me in 4 weeks. After 3 weeks, I saw him again and again asked him about the pain and asked if possibly the pain was the result of the lithium steel ball was becoming rusty. His answer was "I did not use lithium steal ball, I used cobalt instead and I don't know why." Again, I thought that was a funny answer. After, I got home I went to my computer and researched cobalt for hip replacement. Cobalt was recalled by johnson and johnson. Three weeks later, I had another appointment with dr. (B)(6). The x-ray showed that the replacement was ok but I asked for further info. He became a little aggravated and said "why do you want to know? Are you planning on suing?" I said I don't know may be and I wanted to know what was in my body! The dr then went to his office and came back with a note stating reliance. Later I went to see another doctor to get a second opinion. I was to bring info I had from my doctor. While at dr (B)(6) office, the x-ray showed that cobalt chrome was used. I said to the doctor that my report did not mention cobalt but did say reliance. He then told me that it was cobalt, the word reliance was a trade name for cobalt chrome. I had notified the FDA of my problem last (B)(6). I have received a letter from the FDA thanking me for my report and they would look into the matter. I am still having bad pain including lumps, popping sounds, gurgling and sudden shots of pain. I know the x-rays seem ok but they do not show my pain. This is caused the flacking entering my blood system for the cobalt chrome. I am petitioning the FDA to have this cobalt chrome recalled. I must use a walker for the rest of my life. Before this problem, even though I was (B)(6), I was very active-a good golfer, bowler, worked and did many repairs around my home. All that is in the past now. Please call me for further info. I have been calling your office two, three times a month since last (B)(6). I left many messages but no one returned my calls.

Event description:
On (B)(6) 2010, a stryker orthopaedic's cobalt chrome reliance unit was used to replace my fractured right hip. Ever since I have had constant, severe pain extending from my right hip across my groin to my left hip. Also the area will become swollen with a lot of gurgling and popping. I was very active before the operation. Now I must use a walker and my life has completely changed. I have other problems if you want further info.